Manufacturer narrative:
Additional information in b5. B5: upon follow-up, it was reported that the patient was recovered from the peritonitis event ten days after the event onset. Eleven days after hospital admission, the patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. On the same day as event onset, the patient was hospitalized for the event and began treatment with vancomycin injection (1 gram, stat dose, ongoing, route not reported), fortum injection (1 gram, intraperitoneal, once daily, ongoing). At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.